Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through a medwatch report that the patient was admitted on (B)(6) 2026 following a sudden onset of chest pain the previous night, along with dyspnea on exertion. Anticoagulation with coumadin had been withheld due to suspected gastrointestinal bleeding. Laboratory findings showed a significantly elevated d-dimer level (>10), and a heparin infusion was initiated with a target activated partial thromboplastin time (aptt) of 60¿90 seconds. On (B)(6) 2025, a computed tomography (CT) scan revealed biodebris within the bend relief of the outflow cannula, causing approximately 50% stenosis. On (B)(6) 2025, the patient underwent surgical intervention for removal of the bend relief, during which pressurized debris within the segment was immediately released.